Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment¿s retainer ring was coming loose. The customer¿s blood glucose was 115 mg/dl. They did not know how the damage occurred. The reservoir is unable to lock in place when inserted into the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.